Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources which resulted in the battery fully depleting and the pump shutting down. The customer¿s blood glucose was over 300 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.